Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09677. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 21mm watchman ® laa closure device and delivery system (wds) was advanced and deployed. The physician was not satisfied with the position of the device therefore it was fully recaptured. No pericardial effusion was noted at this time. A pigtail catheter was used to reposition the was and it was noted there was a lot of tension on the was position. While inserting the wds, a small air bubble was trapped in the was. The wds was removed to allow back bleeding. Suddenly the was changed its distal position and shortly after this a pericardial effusion was noticed. The patient¿s systolic blood pressure dropped to 40mmhg. Two pericardial punctures were performed and the blood that was drained was re-infused into the patient via the venous sheath. The hemoglobin value remained at 11. The patient was intubated and transferred via helicopter to a heart surgery unit where the laa was surgically closed. The patient was stable post-surgery and transferred to the intensive care unit.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 21mm wds was not likely the cause of the pericardial effusion. It was suspected that the sudden movement of the was (release of tension) caused the effusion. It was previously reported that when inserting the 21mm wds the second time, there was an air bubble in the was. It was further reported that there were doubts of the air bubble existing during the procedure. The angio films were later reviewed and it was confirmed there was no air bubble in the was during the procedure. The patient did have cardiac tamponade. During surgery, a perforation was observed; the laa was ligated. The patient was transferred back to the hospital after surgery for further recovery.